Manufacturer narrative:
Concomitant medical products: ddpb3d4, ICD, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eight weeks post implant by the clinician to the company technical services that they observed that the right ventricular (rv) lead exhibited some fluctuation in rv defib impedance and sensing. Technical services confirmed the light variation in rv defib impedance and explained that the rv lead is a single coil lead and therefore is more apt to vary. The rv lead remains in use. No patient complications have been reported as a result of this event.